Manufacturer narrative:
Related MFR # 2916596-2021-06269 is not applicable and was voided. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, evaluation of the returned modular cable did not confirm and damage that would result in these alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, evaluation of the returned modular cable confirmed discoloration of the inline and controller connector bend reliefs. Although a specific cause for the discoloration or damage could not be conclusively determined, it would not have contributed to an electrical issue. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6) 2021 and captured driveline power fault alarms starting on (B)(6) 2021. No interruption in pump function was observed. The pump operated as intended at the set speed. Upon examination of the modular cable, no damage was observed to the outer jacket or bend reliefs. The controller and in-line connector pins also appeared unremarkable. The modular cable was then connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing, in the condition that it was received, without issue. Electrical continuity testing of the modular cable wires was performed through pin-to-pin electrical continuity testing, and no shorts or discontinuities were noted. The modular cable was finally operated on a mock circulatory loop for approximately 2 hours. The modular cable was manipulated while the pump was running; however, no atypical alarms were observed and the driveline power faults could not be reproduced. Upon disassembly of the cable, examination of the underlying layers revealed no areas of damage. He relevant sections of the device history record of modular cable, lot number 7464355, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook contains sections on ¿alarms and troubleshooting¿ and explain all alarms, including driveline power fault alarms, and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced driveline power fault alarms. The alarm was cleared but returned. Log file analysis captured the fault alarms starting (B)(6) 2021 at 23:11 continuing for the remainder of the log file. The site exchanged the patient's modular cable which resolved the alarms. Related MFR # 2916596-2021-06269.